Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 18-mar-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) ablation with a thermocool smarttouch sf catheter and the patient experienced a cerebrovascular accident and thrombus which required a thrombectomy. During the waiting period following ablation with the thermocool smarttouch sf catheter, an adverse event occurred, resulting in neurological abnormalities. The procedure started at 8:10 a.m. ¿ premature ventricular contraction (pvc) ¿ localization in the left coronary cusp (lcc). At approximately 9:40 a.m., the patient's response was limited; the last ablation had taken place approximately 5 minutes prior. The thermocool smarttouch sf catheter was still in the aorta. A CT scan was performed, revealing a thrombus, which was removed by thrombectomy. Heparin was administered at approximately 8:45 a.m. (4000 iu), and an act check was performed only after the adverse event; the act at that time was 162 seconds. Ablation with 35-45 watts.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) ablation with a thermocool smarttouch sf catheter and the patient experienced a cerebrovascular accident and thrombus which required a thrombectomy. The device evaluation was completed on 24-mar-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).